Event description:
The reporter states that the customer obtained a 244mg/dl and "hi" (greater than 600mg/dl) blood glucose comparison on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.